Manufacturer narrative:
(B)(4). Date sent: 4/22/2026. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: 30176, and no non-conformance's were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number: 30176, and no non-conformance's were identified. Additional information was requested, and the following was obtained: do you have the linx product code? On what date was the device implanted? Have you had any diagnostic testing done to address the symptoms you experienced while the device was implanted? If yes, what diagnostic testing were completed? Can you share the results of the diagnostic tests? Do you have an autoimmune disease? Have you been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are you currently taking steroids / immunization drugs? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms experienced prior to the implant (gastroesophageal reflux, dysphagia, pain while eating, etc.). Hyperthyroidism, fibromalgia, rheumatoid arthritis. Sweets disease, diabetes ii. No meds given from surgeon. He is out on urgent personal leave. On (B)(6) 2025, then in dec I noticed my severe headaches were coming back and between home and doctors offices we noticed a slight climb in numbers maybe 150/88-90, stress was heavy so we just assumed all the body pain and headaches were driving it up. Very consistent readings in 3 differt doctos and home. One day I noticed 199/110. Called primary care and cardiologist. Pc gave clonodine 0.1 twice a day if over 150s and 90s cardiologist doubled my losartan from 50 mg to 100 mg added amlodipine 5 mg, with no change in blood pressure numbers. Have appt with tomorrow on (B)(6) 2025 - cardiologist. I am not on steroids and no intraop problems were discussed by me. I did have a hiatal hernia repair with mesh. I went to the ER 3 times thinking I was having heart attack. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a linx implant. The patient has been having hypertension and not sure if it is due to the product.